Manufacturer narrative:
The driver in "as received" condition passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. Additionally, during an extended observation run test, the driver performed as intended with no alarms produced. The customer-reported issue of a fault alarm upon startup could not be reproduced during investigation testing. The root cause of the customer-reported issue cannot be conclusively determined as the driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(64 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed while the driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm when it was initially turned on and again during the system check out.